Event description:
(B)(6). Date of event: (B)(6) 2013. According to the information received, during the change of a urinary bag, a crack was found on the funnel of the catheter and therefore the catheter could not be removed. The patient's discharge was delayed. Additional intervention requiring general anesthesia was necessary to the change the catheter. A perineal urthrostomy was performed.

Manufacturer narrative:
The used sample was received. At visual observation we can see a slit on the drainage channel of the funnel (at the junction of the drainage channel and the inflation channel). Based upon the information above, this complaint is confirmed as reported.